Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2267 alarm which occurred on the homechoice (hc) during use during fill 5 of 6. The rn was not near the peritoneal dialysis registered nurse (pdrn). The baxter technical services representative explained to the rn to cycle the power on the machine and resume the fill cycle. The rn would call back if the alarm continued. The rn called back, still wanting to get into the drain cycle. She had cycled the power and received a system error 2367 alarm, then again to clear it, and the hc went to "press go to start". The tsr advised the rn to start over with new supplies or complete therapy using manual supplies as this alarm usually means that air has entered the set. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used. There was nothing unusual noted about the supplies or set up. Proper procedures were reviewed with the rn and the patient would complete therapy using manual supplies. The sample would be kept for corporate product surveillance. Baxter product surveillance attempted to contact the registered nurse on (B)(6) 2012, and another nurse was able to provide information regarding the incident. She stated that nothing unusual was noted about the supplies. The unit had kept the cassette, and it was requested for evaluation. The patient has been completing therapy successfully since, and there were no adverse effects reported in relation to this event. She stated that the patient was in the intensive care unit for reasons completely unrelated to his therapy.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). As the sample had not yet been received, baxter product surveillance contacted the nurse's unit on (B)(4) 2012. The sample was no longer available and had been discarded. As the sample was discarded and the lot number was unknown, no evaluation or batch review could be performed. This complaint for a report of a system error 2267 could not be confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.